Manufacturer narrative:
(B)(4). Batch # m5409p. Additional information was requested and the following was obtained: did the device staple? No information. If yes, was the staple line complete? No. Did the device cut? No information. If yes, was the cut line complete? No. Will all pieces be returned with the device? No information. If no, how were they discarded? Na. Was the post-op care changed for the patient? No information. What is the current patient status? No information. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 2 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open pancreatic head resection, the firing knob of the 1st device was broken off at the 1st firing of functional end to end anastomosis. The firing knob was stuck and then moved forward forcibly at this event. No pieces fell into the patient. The staple height was blue. The device was used on the small intestine. As the length of the target tissue was not enough to recut, the 2nd device was fired on the same position, so, the doctor concerned about the possibility of the patient's tissue damage.